Event description:
An initial event notification was received by united therapeutics drug safety on 04-aug-2025 and forwarded to millyard advanced medical products, llc, on 05-aug-2025. The patient reported that one remunity pump was alarming to change the cassette despite having a newly filled cassette attached. The patient also stated that their other remunity pump was not working but did not provide further detail. Unspecified pairing issues with the remote were also reported. The patient had been without remodulin since 22:00 on 03-aug-2025 and was later admitted to the hospital. It is unknown how long the patient was without remodulin; however, no symptoms were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.